Manufacturer narrative:
H6: ime e2402 - meshoma. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after the implant, the patient experienced mesh failure, nerve damage, mesh erosion, meshoma, device defective, chronic pain, chronic inflammation, infection, excessive scarring, mental pain, suffering, disability, impairment, loss of enjoyment of life, recurrence, adhesions, perforation, incontinence, difficulty standing, sitting, or walking. Post-operative patient treatment included revision surgery, mesh removal, exploratory laparotomy, adhesiolysis, neurectomy, rectus tenotomy, adductor tenotomy, vascular repair of inferior epigastric iliac take-off, bladder repair, cystorrhaphy, spinal injections, medication.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left inguinal hernia. It was reported that after the implant, the patient experienced mesh failure, nerve damage, mesh erosion, meshoma, device defective, chronic pain, chronic inflammation, infection, excessive scarring, mental pain, suffering, disability, impairment, loss of enjoyment of life, recurrence, adhesions, perforation, incontinence, difficulty standing, sitting, or walking. Post-operative patient treatment included revision surgery, mesh removal, exploratory laparotomy, adhesiolysis, open groin exploration, neurectomy, rectustenotomy, adductor tenotomy, vascular repair of inferior epigastric iliac take-off, bladder repair, cystorrhaphy, spinal injections, medication.

Manufacturer narrative:
Additional info: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.